Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. If additional information is received, a supplemental report will be submitted accordingly. Referenced article: ¿unexpected high failure rate of a specific microport/livanova/sorin pacing lead.¿ heart rhythm. 2020. 1-9. Doi.org/10.1016/j.hrthm.2020.08. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding failure rates of pacing leads. The article reported one patient whose right atrial (ra) and right ventricular (rv) leads exhibited noise/ oversensing with generator manipulation. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.